Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was attempted to be implanted within the common bile duct of a patient on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of a biliary stricture within the common bile duct and left hepatic duct. The patient's anatomy was reported to be slightly tortuous. The patient's anatomy was dilated prior to stent placement. No visible issues were noted to the device. During the procedure, the stent was partially deployed when the user decided to reposition the stent within the patient's anatomy. The user attempted to resheath the stent; however, the sheath would not fully retract. The partially deployed stent was removed from the patient, and another wallflex biliary rx uncovered stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.